Manufacturer narrative:
Exemption number e2008002. The total number of claims in the 4th quarter 2018 includes 2343 claims for non-osseointegrated dental implants worldwide. Compared with the 3rd quarter 2018: an increase of 7.1%. Non-osseointegration is usually caused by patient condition or wrong product selection and is a common and known side effect. Approx. (B)(4) of all sold dental implants that are placed are non-osseointegrated implants. Most of the ftos (failure to osseointegrate) appear within the first 6 months after placement. Out of the 2343 claims only 126 appeared in the united states of america (incl. (B)(6)) the ratio is statistically analyzed and compared to the value provided by (B)(6). Our number of non osseointegrated implants is below the average value of the industrial average benchmark. The medical evaluation and the material assessment of all claims concluded that there were no product problems involved in any of the events. In every single case we could not detect any problem caused by altatec (B)(4) as manufacturer.

Event description:
This report is generated to comply with FDA requirements "für" asr summary reporting. This report includes all claims received during the 4th quarter 2018 by altatec (B)(4) (e2008002). This report covers 2343 claims for non osseointegrated implants worldwide. The failure is no osseointegration of dental implants to the bone. Non osseointegration is usually caused by patient condition or wrong product selection by the dentist and is a common and known side effect. "Approximate" (B)(4) of all sold implants that are placed, are non-osseointegrated implants. Out of the 2343 cases only 126 occured in the united states of america (including (B)(6)). This summary report also includes very few implant fractures that have been caused by overloading of the implant. This was due to patient condition. Patient problem was bone reduction caused by peri-implantitis. The medical evaluation and the material assessment of all claims concluded that there were no product problem involved in the implant fractures. The statistical evaluation of the non osseo integrated implants show an average aging of 60+ years in the patient population. The gender is equal. "Smoker" are more often affected by non-osseointegration of dental implants; however, smoking is a known risk situation that reduces osseointegration rate.